Manufacturer narrative:
The event of capsular contracture, baker grade unknown, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the reported event, product information, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown. Continued h6 (health effect - impact code 4): f15. Continued phone number e1: (B)(6).

Event description:
Healthcare professional reported left side device rupture diagnosed with ultrasound and capsular contracture, baker grade unknown. Device has been explanted and replaced. Device was 'completely destroyed intraoperative'. Record is for left side.

Event description:
Healthcare professional reported left side device rupture diagnosed with ultrasound and capsular contracture baker grade unknown. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Un-reporting the code b12 - trend analysis. A review of the device history record has been completed. No deviations or non-conformances noted.